Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) from offsite and reported they encountered repeated recoverable errors on universal surgical manipulator (usm4) during the procedure. Tse reviewed logs and found several errors 32097 on usm4 indicating a motor issue. Tse advised errors would likely continue and they could swap out the patient side cart (psc) with another system if possible. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 32097. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) came into failure analysis with the reported problem 32097 error. It was confirmed as having occurred in the field and could be replicated. During a visual inspection, no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (errors 31226,32097,32096). The unit was also tested on a patient side cart fixture test platform (pftp) and failed fiber test pointing to the rolling loop and parallelogram. Once testing was completed, the parallelogram assy and rolling loop assy were aba tested, and was verified to be the source of the fault. The probable root cause is attributed to the parallelogram assy and rolling loop assy caused by an electrical component failure.